Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002;81:72-77, that a pt developed an infection at the abdominal incisions, following a sling procedure. It was noted that it was a simple infection and was treated with antibiotics.